Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the, one day post implant, the patient experienced low heart rate. It was also reported that the right ventricular (rv) lead exhibited loss capture and diminished sensing. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.